Event description:
Consumer complaint of about blood result reading low. Expected fasting results range from 80 to 115 mg/dl. Back to back blood test performed ((B)(6) 2015; 05:44pm) with results of 97 mg/dl and 87 mg/dl (not verified if before or after meal). Verified storage of test strips is within specification and they are kept in the medicine drawer. Recall fasting test results from meter memory (date/time not set correctly): (B)(6) 2015: 08:38pm - 272 mg/dl. (B)(6) 2015; 08:36pm - 39 mg/dl. (B)(6) 2015; 08:29 pm - 50 mg/dl. (B)(6) 2015, 06:05pm - 35 mg/dl. (B)(6) 2015; 6:00pm - 31 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Manufacturer acknowledges lateness of the reporter, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/02/2015).